Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer indicated that drawer 5.2 could not be recovered due to a device not on bus error. Additionally, there were 17 pocket failures, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the all pockets failed in half height drawers 5-1 5-2. The field service engineer inspected the retractor bands and executed the hardware test application, successfully identifying all pockets. The results for test 5-1 were satisfactory. During the testing of 5-2, the drawer fell from the hardware test application. The moab was removed, the tray was cleaned, and the drawer was restored. The system functioned as intended after the field service engineer troubleshooted the device.